Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. As the customer did not use the rack adapters, this was a possible root cause for the event. Based on alarms in the analyzer alarm trace, an issue with the reagent kit which caused erroneous reagent pipetting could not be excluded.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(6).

Event description:
The customer received a questionable low troponin t hs stat result for one patient sample. The initial result was 0.003 ng/ml with a data flag and was reported outside the laboratory. On (B)(6) 2017, a new sample from the patient was tested and the result was 9.25 ng/ml with a data flag. The customer then repeated the sample from (B)(6) 2017 and the result was 9.13 ng/ml with a data flag. There was no allegation of an adverse event. The reagent lot number was 245180. The expiration date was requested but was not provided. Typical causes for this type of event include issues with sample quality or insufficient maintenance of the analyzer.